Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery alarm during normal use. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. The customer cleaned battery cap with a cotton swap and isopropyl alcohol wipe). Another fully charged battery was inserted, the alarm recurred. The contacts of the battery cap were neither missing nor damaged. The device will be returned for analysis.